Event description:
Reporter stated, during a routine inspection of the instrument case at the sales agency, it was discovered the medium insert fits the template too tightly. There was no adverse consequence to any pt or delay in surgical or anesthesia time due to this event. The instrument case was never sent to the hosp for use.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate this event is attributed to a MFR/inspection error. Corrective action such as revision of the mfg operation sheets and specifications has been implemented to prevent further occurrence.